Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified middle of left anterior descending artery. A 3.50mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during inflation, the balloon was torn. The procedure was completed with another of the same device. There wre no patient complicaiont snor injuries reported. It was further reported that the balloon was ruptured during second inflation at over 20 atmospheres for 3-5 seconds and it was completely removed from the patient's body as a whole.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified middle of left anterior descending artery. A 3.50mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during inflation, the balloon was torn. The procedure was completed with another of the same device. There wre no patient complicaiont snor injuries reported. It was further reported that the balloon was ruptured during second inflation at over 20 atmospheres for 3-5 seconds and it was completely removed from the patient's body as a whole.

Manufacturer narrative:
Updated b5: describe event or problem. Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. Microscopic inspection revealed tip damage. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a tear on the shaft 1mm long from the 2mm proximal of the exit notch. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported ruptured.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 3.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon was torn. The procedure was completed with another of the same device. There were no patient complications reported.